Event description:
It was reported that in nava ventilation mode (neurally adjusted ventilatory assist), the pressure was reaching the set upper pressure limit but no alarm was generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. Only a ventilator log in txt-format was provided and reviewed. Several alarms for high airway pressure are noted in the log. In nava mode of ventilation, the inspiratory pressure of a breath will not exceed 5 cmh2o below the airway pressure alarm limit. But during the part of the inspiration where the edi is continuously increasing, higher pressure above the target pressure is temporarily allowed for example during quick rise time or if the patient breathe against the ventilator. If the pressure is more than 3 cmh2o over inspiratory target pressure, expiration starts. If the pressure is more than 3 cmh2o over airway pressure alarm limit, expiration starts and alarms are generated for high airway pressure. There are no indication of a ventilator malfunction. The ventilator has alarmed for high airway pressure when the airway pressure alarm limit has been exceeded during short periods.

Event description:
Manufacturer's ref #: (B)(4).